Event description:
The user has experienced a device malfunction for a long time. He only has five active electrodes and experiences little to no sound perception. The user was reimplanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user has experienced a device malfunction for a long time. He only has five active electrodes and experiences little to no sound perception. Re-implantation is considered.